Event description:
Upon removal of the peripheral dilatation catheter is separated into five pieces. The fragments were successfully retrieved with a snare device. However, subsequent to this event, the right superficial femoral artery became occluded requiring surgical intervention. Reportedly, the pt was in stable condition the following day.